Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. The provided photographs showed damage to the instrument. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was using impactor to adjust position of the cup and struck impactor with mallot at insertion point of the alignment guide. Action taken: open another tray of instruments. No impact to patient. No delay to procedure.